Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the celect-pt filter stuck in the tip of the delivery sheath during filter advancement from femoral approach. Multiple attempts to advance the filter resulted in significant resistance why the device was removed. Another filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. Photograph was provided by the user and the jugular introducer, the femoral introducer, and the proximal part of the introducer sheath with the filter inside were returned for evaluation. The device evaluation and the review of the photo determined the following: the sheath was cut approx. 15cm from the hub and the distal part was not returned. The filter was placed inside the proximal part, reportedly advanced by jugular introducer after the procedure and could be advanced by the femoral introducer without resistance. Four secondary filter legs were twisted. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a difficult advancement of the coaxial sheath system, which caused a kink or the like in the distal end of the introducer sheath and prevented the filter from advancing. However, any reason would be pure speculation as the distal part of the sheath or the introducer dilator was not returned for evaluation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient developed deep vein thrombosis in the lower limbs and underwent inferior vena cava filter implantation procedure. The patient underwent femoral intervention treatment, during the procedure, a cook filter was selected. When the filter was inserted into the delivery sheath, it got stuck with the tip of the delivery sheath, and the filter could not be smoothly pushed into the sheath. Multiple attempts during the operation resulted in significant resistance. Considering the existence of product quality defects, all filter kits and delivery sheath were removed. Upon disassembling the filter in vitro, it was found that the sheath and filter legs were interlocked. The sheath is cut in the proximal end close to the hub because the procedure went smoothly after replacing the new filter. The doctor wanted to investigate the cause of the malfunctioning product, so they cut the proximal end. Why are the shells removed from the sheath hub? When the filter was placed in that delivery sheath, it couldn't be pushed at all. Later, even if the filter was pulled, it couldn't be pulled out or pushed in. Then the doctor pulled out this long sheath. Replace with a new set of filter to completed the procedure. The filter legs are visible in the cut sheath, thus advanced from jugular approach. Were any difficulties encountered in reloading the filter from femoral to jugular introducer? It was originally intended to be delivered via the femoral vein, but due to resistance encountered during the filter delivery, the doctor removed the filter and was concerned about its loss. Therefore, the filter was hung on the jugular vein introducer and was not actually operated via the jugular vein. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." The patient has a good prognosis replaced with a new filter.